Event description:
A doctor's office alleged that twenty (20) patient had experienced post failures after placement with fiberkleer post. This is the nineteenth of twenty (20) reports.

Manufacturer narrative:
Patient information with regard to gender, age and weight was not provided. Upon the patient's return visit, the doctor repeated the procedure, inserts metal posts and changed his bonding/cementation process. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.